Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but was working with the doctor or manufacturer's representative. The patient called (B)(6) 2015, but had no appointment yet. The manufacturer's representative was contacted but had not seen the patient for over a year. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient never had therapeutic effect. The symptoms occurred following an implant. The leads migrated and needed to be ¿fixed.¿ the right lead migrated but the left lead was okay. The trial worked but the permanent one did not. The patient stated he had to wait one week after implant because, it ¿would work.¿ the patient waited at the office for six hours and ¿next couple years thing should be squared away.¿ it took two years to get the implant. The patient was referred for neck and it was put in the back. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomalies. The ins was functionally okay.

Event description:
The implantable neurostimulator (ins) was returned to the manufacturer.

Event description:
Additional information received reported that the patient still had not been in to see a doctor. The patient was trying to see a doctor but was having issues with insurance. It had been over a month. The patient wanted to get his device ¿fixed.¿ the patient had pain on his left side and it went into his ribs. It began shortly after implant and had met with two different manufacturer's representatives to try to reprogram the device. This was two weeks after implant. The patient stated that there was no success with the reprogramming session. The patient was redirected to the healthcare professional (hcp) to have the device checked. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had the stimulator installed in 2013 and it took 2 years to get it installed and it had never worked. The patient needed resolution to this device that had been installed improperly. The patient also had gastroparesis and cervical dystonia and he was hoping to get help for it with the device. ¿if it takes over 4 years for the other devices, I will probably be dead.¿ a manufacturing representative (rep) later saw the patient and it confirmed by MRI that the left lead had migrated. Reprogramming was unsuccessful. A revision procedure was to be scheduled soon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 977a160 lot# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2015. Product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had their previous device described in this event explanted due to battery depletion, and that they had never used their therapy because the leads had not been placed right since implant. No other information or complications with this event were reported or anticipated.